Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received the failed battery test. The customer's blood glucose level was unknown. The customer stated that the insulin pump received the alarm after inserting the new battery. The device will not be returned for the analysis.

Manufacturer narrative:
Failed battery test not found during testing. Insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test.